Event description:
It was reported that pump experienced malfunction alarms with malfunction codes that did not follow any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, and malfunction did not recur after reset, but pump was later arranged for replacement under warranty, with customer instructed to use multiple daily injections as backup, to place pump into storage mode before return, to return pump within 10 days, and to program settings and reconnect continuous glucose monitor on replacement pump; shipping address for replacement pump was updated per customer request, and customer planned to return problematic pump after a seven-day vacation.